Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges her humidifier melted and smoked for over ten minutes. There was not a report of personal injury or property damage with this incident.